Event description:
The customer reported that the system displayed intermittent communication error messages. This error message will likely cause the system to lock-up, shut down, or prevent it from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors were cleaned and reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.